Manufacturer narrative:
Concomitant medical products: dtma1q1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the emergency room experiencing diaphragmatic stimulation. Programming changes were made and the left ventricular lead remains in use. No further patient complications have been reported as a result of this event.